Manufacturer narrative:
The lead was returned for analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this left ventricular lead had moved a couple days post implant which resulted in high pacing threshold measurements. Loss of capture and a decrease in pacing impedance measurements were also observed. An invasive procedure was performed and this lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.